Event description:
It was reported that prior to an unknown procedure there was a hole was found on the inner packaging of the stapler. This was discovered before use on a patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint indicated a hole in the package. One packaged was returned inside of individual product carton. The package was taken from the carton for visual inspection. The package was confirmed to have hole in the tyvek. It appeared that an unknown object scratched the surface of the tyvek lid resulting in a puncture when the object impacted the inner edge of the blister. The object hooked under the tyvek and gouged the blister flange and lifted the tyvek at the flange where it is sealed to the blister. Evidence was present that the package was sealed prior to the damage. The lifted tyvek was evident by the change in appearance of the adhesive seal transfer in the impact zone. Particles of adhesive seal transfer and blister material were bunched up at the edges of the gouges on the blister. Batch history review showed no additional or unusual handling of the product. No protocols, defects, non-conformances, rework or quarantine were noted. The maintenance log book for the machine was checked for the date of the product manufacture and no relevant issues were noted. The damage to the package occurred while the product was outside of its carton; the carton had no relevant or corresponding damage. The packaging facility performs 100% visual verification immediately after sealing and places the product into the carton. A random inspection was also performed at tightened sampling strategy. The damage most likely occurred external to the ees packaging facility. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.